Manufacturer narrative:
Follow up MDR for correction following the submission of the initial MDR, it was determined that the identified material description alaris plus - large volume pumps is exempted per gfm-50104a, this product is exempt from us FDA reporting requirements. This MDR will be voided.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter, translated from spanish to english: during the surgical procedure of the postoperative liver transplant patient, who is not stable and requires support of medication administered by infusion pump (momentarily), unexpectedly occurs breakage of the support of the pumps and the tripod with detachment of the central catheter due to the weight of the same, we proceed to protect the area of detachment of the catheter and the equipment is lifted from the floor later, the placement of a new central catheter was performed by the surgical service. Additional information received on 01/27/2025 can you please share the material and batch number of this event? A: attached is the photo samples of the equipment. How many products were affected, please confirm quantity? A: so far (B)(4) has there been any harm to patients/healthcare professionals? A: only the loss of the IV due to the catheter coming out due to the equipment falling. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: there is no evidence such as photographs because it was in a sterile area such as the operating room. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what steps were taken. (Detail). A: bleeding at the catheter insertion site only. What medication was being administered? A: sedation, analgesia and neuromuscular blockade: fentanyl midazolam, rocuronium. Amines: adrenaline, levosimendan, noradrenaline, vasopressin. Others: tranexamic acid, octreotide, 3% hypertonic solution. Can you please confirm the date of event? A: november 21, 2024. Could you please send photo samples/videos of the sample? A: this evidence is not available.

Manufacturer narrative:
E1. Address information was not provided. E1. City information was not provided. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.